Manufacturer narrative:
Product event summary: (B)(4) - performance data was received and analyzed. The save to disk primary finding noted pacing capture /threshold right ventricular high thresholds. Thresholds stable between 1.5 and 2v over last 60 weeks. Increase to average of 2.5v for week ending (B)(6) 2012. Week ending (B)(6) 2012, average threshold equal to 1.75v.

Event description:
It was reported that the lead had increased stimulation threshold. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.